Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra has completed their internal investigation 06/23/2015. Results: three devices were submitted for inspection with lot code 109 and repaired to specification as needed. This device was manufactured on december 31st 2010 and a review of dhrs containing lot code 109 showed that the following lots passed the required inspection points without mrrs or variances. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm the end users/ experience; however, all three devices that were submitted for inspection were repaired to specification as required. This issue will be closely monitored.

Manufacturer narrative:
Date of event approximately 5 weeks ago (specific date not provided). Additional information received march 5, 2015. The procedure was a unilateral c7/t1 posterior cervical foraminotomy and at the time of failure, the patient was anesthetized, "pinned" in a mayfield 3-pin clamp, prone, draped, and the surgical incision had been made however bony drilling had not yet taken place. The patient outcome at this occasion was that surgery was aborted due to concerns for ongoing safety and inability to reposition the patient without compromising sterility. The patient experienced no adverse outcome except for psychological concerns for his welfare. The patient has also subsequently consented to undergo repeat surgery, which was completed safely and with a good outcome. Type of skull clamps used, "I believe that our hospital only has mayfield skull clamps, however I cannot give you any further details on the model." The type of pins were being used, "I also do not know the details on the pins, but as these are sterilized presumably they can be tracked. Additional information received march 11, 2015. "Unfortunately the hospital were not able to tell us which of the 3 units was involved with the incident." The hospital reported it to integra only once we notified them of the current recall for product correction which was some weeks after the incident occurred."

Event description:
Approximately five (5) weeks prior to the date this report was received an ultra 360 patient positioning system was involved in an incident involving a patient. The description is as follows: "patient positioned for surgery. Mayfield 360 ultra checked by surgeon and determined to be secure. Surgery began and a few minutes into the surgery the position was checked by anesthetist and it was discovered that the patient's head position had moved. The procedure was aborted and rescheduled for another day. Informed that rescheduled surgery went ahead (B)(6) 2015."